Event description:
Customer reports to have high blood glucose of 400 mg/dl, which was treated with insulin pump and manual injection. Customer reports to have seen healthcare professional regarding high blood glucose and was advised that insulin pump may not be working correctly. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, it was found that drive support cap was normal; no air found in tubing; no leaks found; time, date, and basal rates were correct; bolus wizard were correct. After troubleshooting, it was found that cannula was bent. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.